Manufacturer narrative:
(B)(4). Investigation results: one flexiva 200 laser fiber was received for evaluation. Visual examination revealed that the exposed glass fiber tip measured approximately 3.5 mm and appeared unused. Additional examination under magnification confirmed that the fiber tip was unused. Visual examination revealed that the fiber was returned broken into two pieces. The first piece measured approximately 96.3 cm from the top of the connector to the break. The second piece measured approximately 220.5 cm which includes the entire distal tip. The investigator was unable to examine the fiber face within the sma connector because light was unable to travel to the fiber face to illuminate it; this indicated that the fiber was broken within connector. Functional analysis revealed that the ¿attach laser fiber¿ message cleared from the console after attachment, indicating that the fiber was recognized by the laser unit. The condition of the returned device does not confirm that the fiber was not recognized by the console. However, the absence of an aiming beam caused by the fiber being broken within the connector may have given the user the impression that the fiber was not recognized by the laser console. The noted damages indicate difficulty was experienced during the procedure and was likely due to anatomical or procedural factors such as tortuous anatomy or maneuvering of the device. Therefore, a review and analysis of all available information indicated that the most probable root cause is operational context. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation on (B)(6) 2018 that a flexiva 200 laser fiber was used in a flexible ureterolithotripsy procedure performed on (B)(6) 2018. Reportedly, the laser unit used was a stone light console. According to the complainant, during the procedure and outside the patient, the laser fiber was not recognized by the laser unit. The procedure was completed with another flexiva 200 laser fiber. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable. Note: this event has been deemed an MDR-reportable event based on investigation results which revealed that the fiber was broken within the connector and along the body.